Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the femoral artery was attempted using perclose proglide devices. Reportedly, during suture deployment of two proglide devices, an issue occurred retrieving the suture. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided' subsequently, initial analysis of the returned device found one of the proglide devices anterior cuff tab was detached and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The physician was contacted and indicated he was not aware of the anterior cuff tab detachment. The customer could not remember any details of the procedure, but reported no patient had developed any possible adverse effect that could be related to an anterior cuff tab detaching in the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.